Manufacturer narrative:
(B)(4). A carefusion technical support specialist assisted the user facility biomed in troubleshooting the device. Carefusion technical support specialist advised the user facility biomed to recalibrate the air inlet transducer, insp pressure transducer, expiratory pressure transducer, and let the device run overnight. The user facility biomed called back the next day and informed the carefusion technical support specialist that he recalibrated the pressure transducers, ran the device overnight and the alarms did not return.

Event description:
The user facility biomed reported that during pre-use checks the device alarmed "circuit occlusion", "ext high ppeak", "safety valve" and stopped ventilating. A few days later the user facility biomed reported that when the device is first turned on it will alarm "device error" and "ext high ppeak" and after a few seconds the alarms clear.